Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence, should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
While catheterizing, the sccm broke in 2 parts. The ch 12 part stayed in the urethra. The user needed surgery to remove the ch 12 part out of the urethra. The user saw, after catheterizing that the ch 12 part did not come out of the urethra. No pain or blood loss. Directly they called their family doctor, who sent him to the hospital. The part was surgically removed from the urethra. Narcosis was needed. The user was hospitalized for 1 day & is now using antibiotics was examined with a scope in the urethra and it all looked good: no damage visible.. The user is feeling well, no pain and no blood loss.